Event description:
It was reported patient underwent a total hip arthroplasty approximately 13 years ago. Subsequently, patient was revised on (B)(6) 2013 due to pain. During the procedure, it was noted the liner was fractured and the cup was vertical. The head was removed and replaced with biomet product, the cup and liner were removed and replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00976 / 00977).